Event description:
It was reported that this catheter was successfully placed for biliary drainage. It was noted under fluoroscopy, during a scheduled catheter exchange that this drainage catheter had fractured and remained in the pt. Attempted retrieval with a snare was unsuccessful and forceps were successfully utilized to retrieve the detached catheter segment. Another catheter was placed for continuation of treatment and the pt's condition is good. This device has not been received for eval. Therefore, a failure analysis is not available and without evaluating the device co is unable to determine if the device met specifications. Co believes user technique, and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."